Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at the time of the incident was 427 mg/dl. Customer reported inserted a new sensor and received sensor signal not found error. Customer reported they did not feel okay to troubleshoot. Customer gave himself a manual bolus. The insulin pump will not be returned for analysis.